Event description:
Patient was allowed by hospital personnel to enter the magnet room with a non-MRI safe walker. The walker was attracted to the magnet causing the patient to fall. The patient received lacerations to the arm and forehead from the walker while it was moving toward the magnet. The patient received laceration to the forehead that was approximately 10cm which required approximately 10 stitches to close the laceration.

Manufacturer narrative:
On (B)(6) 2010 the MRI system was ramped down and the walker was removed. Very little system damage was noted. An evaluation of the system was conducted after it was ramped up and the system is 100% operational. No image quality issues. Method: the device will be evaluated to ascertain any damage caused by the walker. Additional evaluation is not required. This report is being filed as the result of a retrospective review of complaints during an internal audit.